Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted peritonectomy, bilateral ureterolysis, segmental resection of the rectum with an end-to-end anastomosis, and a right ovarian cystectomy surgical procedure. Five days later, an insufficiency in the rectal anastomosis was identified which required re-operation the following day by general surgery. A double-barreled ileostomy was performed with an endovac placement. Multiple endovac replacement surgeries were performed. Two weeks after the re-operation, magnetic resonance imaging (MRI) was performed which showed a possible abscess. A drain was placed in the abscess with daily rinsing of sodium chloride. The patient was transferred to the general surgery ward six days after drain placement for continued treatment. The patient was discharged home. There was no report of a da vinci device malfunction. The study investigator reported the event as severe, a clavien-dindo grade iiib, not related to a da vinci device, not related to the patient's underly disease status, but had a causal relationship to the study procedure.

Manufacturer narrative:
One hundred eight days after the original surgical procedure, the patient was re-admitted for a re-operation related to the index surgery. The surgery occurred five days later and was a vaginal examination reversal of a double-barreled enterostomy; the surgical approach was vaginal. The rationale for the re-operation was exclusion of a rectovaginal fistula and reversal of a double-barreled enterostomy. Discharge occurred nine days after the re-operation.

Event description:
Refer to h11 for follow-up information.